Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
A bentall procedure was performed on (B)(6) 2014 for an aneurysm of ascending aorta. Bioglue was applied to the proximal suture line and it was an "adequate dose." When the initial procedure was performed, maze procedure was also performed. Post-operatively, there was a hole in the fibrotic tissue between the aortic valve and mitral valve. A follow-up bentall surgery was performed on (B)(6) 2014. Bioglue was used in accordance with the IFU and the patient recovered. Additional information was received which stated the condition of the native tissue where bioglue was applied was unknown and it was unknown if bioglue was used in a contaminated or infected area. The surgeon did not remember the gross condition of the area where bioglue was applied or if bioglue was still visible during the re-operation. It is unknown if there were signs of infection or inflammation. The surgeon did not remember whether the sample was sent to a pathology laboratory. Possible lot numbers were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. Based on the information available at the time of the report, a cause of the hole observed in this patient or whether bioglue caused or contributed to the event could not be definitively determined. The report indicates that a patient required a "re-do" bentall procedure approximately four months after the initial procedure in which bioglue was applied to the proximal suture line. According to the surgeon, bioglue was used according to the provided instructions. The re-operation was performed to repair "a hole" between the aortic valve and the mitral valve. Although the description provided does not explicitly describe a pseudoaneurysm, the possibility of such a lesion exists. The anatomic relationship of this defect to the proximal suture line and bioglue application site is unknown. The condition of the tissue prior to application is unknown. The root cause for the reported event is unknown. It is not possible to determine if the defect is related directly to bioglue or was a complication of the surgical procedure.

Event description:
A bentall procedure was performed on (B)(6) 2014 for an aneurysm of ascending aorta. Bioglue was applied to the proximal suture line and it was an "adequate dose." When the initial procedure was performed, maze procedure was also performed. Post-operatively, there was a hole in the fibrotic tissue between the aortic valve and mitral valve. A follow-up bentall surgery was performed on (B)(6) 2014. Bioglue was used in accordance with the IFU and the patient recovered.

Event description:
A bentall procedure was performed on (B)(6) 2014 for an aneurysm of ascending aorta. Bioglue was applied to the proximal suture line and it was an "adequate dose." When the initial procedure was performed, maze procedure was also performed. Post-operatively, there was a hole in the fibrotic tissue between the aortic valve and mitral valve. A follow-up bentall surgery was performed on (B)(6) 2014. Bioglue was used in accordance with the IFU and the patient recovered.